Event description:
The customer observed falsely depressed architect tsh results generated on the architect i2000sr instrument. Of note, the customer replaced wz tubing. Customer stated in the morning they ran qc and everything was out. Customer discovered the wz probe was bent. The following data was provided: tsh. (Reference range 0.35-5 uiu/ml). Sid (B)(6) initial 0.4454, repeat 0.8999. Sid (B)(6) initial 0.5939, repeat 1.0581. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer inspected the instrument and found the wash zone probe was bent. The customer replaced the part and ran qc. Successful qc runs verified issue resolution. The wash zone probe was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the issue under review. The architect (B)(6) erratic result rates were within acceptable limits with no trends identified. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.